Event description:
Customer reported via phone call that the buttons of the insulin are not working. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened dome switch on the down arrow button. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.